Event description:
Additional information was received that x-ray were received by the manufacturer. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. As the lead pin insertion was unable to be assessed the lead pin not being fully inserted may be a possible cause of the high impedance.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was initially reported that the patient had high impedance on both system and normal mode diagnostics at a recent appointment. There was not reported trauma or manipulation. Diagnostics were reported to be within normal limits on (B)(4) 2013. The patient had their generator turned off when the high impedance was seen. The patient had x-rays taken but they have not been provided to the manufacturer for review. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.